Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product investigation is closed as the device is not available for return. This supplemental report will also include correction to the codes in section h.6. H.6: component code: appropriate term/code not available (g07002) was used as there are no findings available because device was not returned. [Conclusion]: the healthcare professional reported that during an aneurysmal intervention procedure in the 70-year-old female patient with a history of coronary heart disease; the target was at the right internal carotid artery (ica); the vessel was without abnormality and without excessive bending, the 150cm prowler select plus microcatheter (606s255x / lot# unknown) was used to deliver the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (encr402312 / 11209896) to the target. It was reported that the enterprise stent could not advance within the microcatheter. There was resistance between the stent and the microcatheter during advancement through the mid part of the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The physician withdrew the stent system from the patient an found that the stent was a little damaged; there was no damage to the stent prior to the reported resistance encountered. Additional information received indicated that the resistance was inside the microcatheter; there was no evidence of any physical obstruction within the microcatheter, the stent can be removed from the microcatheter after the microcatheter was removed from the patient¿s body. There was no appearance of damage on the microcatheter when it was removed; the stent was a little damaged inside the microcatheter. It was reported that the concomitant synchro® guidewire (stryker) was introduced through the microcatheter without any issue prior the issue with the enterprise stent. It was not known if the same prowler select plus microcatheter was used to complete the procedure. The procedure was completed with a new 4.0mm x 23mm enterprise® 2 vascular reconstruction device. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Corrected sections: h.6. Updated sections: g.3, g.6, h.2, h.3, h.6, h.10 and h.11. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00471 and 3008114965-2020-00511. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. In the initial report, the following sections were left blank by mistake: h.6: health effect - impact code h.6: health effect - clinical code h.6: medical device problem code in this supplemental report, the codes have been added to these fields.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the product lot number of the device is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report number: 1226348-2020-00471. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an aneurysmal intervention procedure in the (B)(6)-year-old female patient with a history of coronary heart disease, the target was at the right internal carotid artery (ica). The vessel was without abnormality, and without excessive bending, the 150cm prowler select plus microcatheter ((B)(4) / lot# unknown) was used to deliver the 4.0mm x 23mm enterprise® 2 vascular reconstruction device ((B)(4) / 11209896) to the target. It was reported that the enterprise stent could not advance within the microcatheter. There was resistance between the stent and the microcatheter during advancement through the mid part of the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The physician withdrew the stent system from the patient, and found that the stent was a little damaged. There was no damage to the stent prior to the reported resistance encountered. Additional information received indicated that the resistance was inside the microcatheter; there was no evidence of any physical obstruction within the microcatheter, the stent can be removed from the microcatheter after the microcatheter was removed from the patient¿s body. There was no appearance of damage on the microcatheter when it was removed; the stent was a little damaged inside the microcatheter. It was reported that the concomitant synchro® guidewire (stryker) was introduced through the microcatheter without any issue prior the issue with the enterprise stent. It was not known if the same prowler select plus microcatheter was used to complete the procedure. The procedure was completed with a new 4.0mm x 23mm enterprise® 2 vascular reconstruction device. There was no report of any patient adverse event or complication.